Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part number: 02.107.102. Lot number: 7911709. Part manufacture date: 27-jan-2015. Manufacturing location: (B)(4), part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp proximal olecranon pl 2h/lt/73mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal of one (1) variable angle olecranon plate, five (5) unknown locking screws, and two (2) unknown cortex screws due to inability to heal wound. The patient was having issues healing her incision. The fracture healed completely. Plate and screws came out without incident. It is unknown if there was surgical delay. Procedure outcome was unknown. There was no patient consequence. This report is for one (1) 2.7mm/3.5mm va-lcp proximal olecranon plate. This is report 1 of 3 for complaint (B)(4).